Event description:
It was reported that a patient presented for a pacemaker upgrade procedure. Upon interrogation, the right ventricle lead exhibited noise episodes. The lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received

Event description:
It was reported that a patient presented for a pacemaker upgrade procedure. It was noted that the patient was experiencing shortness of breath. Upon interrogation, the right ventricle lead exhibited noise episodes. The lead was explanted and replaced. There were no patient consequences.